Event description:
Incident description = has anyone ever reported a broken rib due to a mammogram? I was having a diagnostic mammogram this past week, with the technician positioning me against the plastic paddle when I felt a pop and felt a sharp stabbing pain in my left chest. I became dizzy and we paused the process for a while. We completed the mammo with an alternate position, after which I had a chest x-ray. I have been contacted with the results of the cxr - negative-, but I know clinically and from past experience what a cracked rib feels like, and I know I have a broken rib. I'm wondering about the safety of the relatively sharp edge of the plastic paddle with middle age and older women of small frame -like myself-. I do not know the remainder of the info requested, but I just though I should offer info about a problem that could be more common than one might realize.